Event description:
Date of report 04/25/07. Dental co product misuse of amaglam fillings which led to both initial and prolonged hospitalizations. Disablity, permanent brain tissue damage, spinal cord, muscle tissue and lung function impaired. Congenital/birthdefects caused by multiple fillings.